Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen is damaged and displays black spots at the top of the screen. Reportedly, the pump is still functional. Customer had elevated blood glucose levels (330 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels, and stated they will continue to use the pump for insulin therapy.